Event description:
It was reported that the introducer sheath had been inserted in the patient's right internal jugular vein for infusion of noradrenaline. Three days after insertion of the sheath, the patient's blood pressure decreased and the sheath appeared to separate. As the separation occurred, the patient suffered a loss of blood of approximately 150-200ml. The sheath was removed and there were no additional reported complications.